Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, blank display and battery out limit from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated for her low blood glucose with 4 glucose tablets and an english muffin with milk. The customer reported that the drive support cap is normal. The customer stated that she put in new batteries and the pump alarmed weak battery. The customer stated that the weak battery occurred twice with a new battery. The customer stated that a blank display occurred during troubleshoot. The customer stated that she changed the battery 6 times, and there was still a blank display. The customer stated that there was a battery out limit after troubleshooting for the blank display. The customer was advised to contact her health care provider regarding the low blood glucose readings.